Manufacturer narrative:
On 20-apr-2020, the investigation on the suspected medical device was completed. Investigation summary: during visual evaluation of the sample, no apparent damage was observed. Leak testing was performed, according with mentor procedure. It revealed a tear on the anterior view, measuring less than 0.1 cm. Microscopic examination was performed, and the cause of the deflation could not be identified. Causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: sagging breasts. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation with two 375cc mentor smooth round moderate plus profile prostheses experienced left-sided deflation and right-sided surgical intervention postoperatively. A healthcare professional states that the patient underwent bilateral capsulorrhaphy to fix dropping appearances of both breasts. During the revision surgery performed on (B)(6) 2020, the left-sided device was found to be deflated and replaced with a 375cc mentor smooth round moderate plus profile prosthesis (catalog #: 350-2375, sn: (B)(4)). However, the right-sided device was re-implanted in the patient¿s right breast. Reusing the same device is against the instruction for use, and the right-sided device was used in an off-label manner. This report is for the left prosthesis.